Manufacturer narrative:
G4: 17may2020. B4: 18may2020. He field service engineer made multiple unsuccessful attempts to gather resolution. However, the customer was not available for follow-up and no email response. No further information available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28apr2020.

Event description:
The customer reported vent inoperable referencing the air valve liftoff failure, and blower source issue. In addition, the customer reported back to the hardware screen, set flow to 1, the air steps were 324 and within the range monitored during (post) power on self test of 180 - 525. There was no patient involvement. The manufacturer¿s field service engineer (fse) remotely verified the blower was running. The fse remotely confirmed cycled to ventilation mode and the unit did not go vent inop for the air valve liftoff failure. The fse remotely advised to cycled the air valve per the manual, turn on and off several times through the day to make sure that exercising the air valve. Per air valve liftoff failure troubleshooting, the fse advised to set air flow to 2000 steps and toggled from the hardware screen to( est) extended self test and back several times to exercise the air valve resolved the issue. The fse remotely advised customer will follow up to confirm issue was resolved.